Event description:
It was reported that when the adapter is connected to the universal module electric/battery double trigger handpiece was working by itself. There was no harm or delay reported, and procedure was completed with an alternate device.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.